Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 311.43; synthes lot: 5168714; release to warehouse date: february 06, 2006; manufactured by synthes brandywine. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection the quick coupling handle was received with a roughly transverse break through the phenolic handle component. The break is located at the dowel pin. A portion of the handle was missing. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The received condition agreed with the complaint description; the complaint was confirmed. Dimensional inspection the diameter dowel pin at its two ends measured within specification of 2 +0.008/+0.002mm per tabulated drawing. Document/specification review the following drawings were reviewed: top level handle dowel pin no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record (DHR) review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Investigation conclusion the complaint was confirmed with investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the procedure was an ankle fracture that occurred on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: b3, b4/g4: alert date should be december 31, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during an unknown procedure, the quick coupling handle that belongs to the small fragment locking compression plate system handle broke. The handle broke where the quick coupling attaches. There was no surgical delay. Procedure outcome was successful. Patient status is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).